Event description:
It was reported that an atrial lead dislodged, and that during the lead revision procedure it was discovered the helix had failed to deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.